Event description:
A ventilator was returned to a 3rd-party service center for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid and proportional valves were replaced to address the issue. Additional findings not related to the malfunction/issue: during the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's blower was replaced to address the issue. Contamination of dirt/dust was found on internal components. The particulate and inlet filters were replaced. The oxygen port was noted to be damaged and was replaced.